Manufacturer narrative:
Device information added. An event regarding dislocation involving a metal head was reported. The event was confirmed by medical review. Method & results: product evaluation and results: not performed as the device was not returned. Clinician review: a review of the provided medical records and/or x-rays by a clinical consultant indicated: " on (B)(6) 2009, he underwent a primary right total hip arthroplasty utilizing stryker navigation for a diagnosis of"severe degenerative arthritis right hip. ... On (B)(6) 2009 the patient was admitted for increased pain in the right hip. A fluoroscopically guided hip aspirate noted 19,000 wbcs and" increased uptake on a bone scan, subsidence of the hip on x-ray and an aspirate noted proprionbactor as an offending organism, calm down on IV antibiotics scheduled for surgery november 20th surgery could not be performed, discharged on IV clindamycin via PICC line plan: surgery after thanksgiving holiday". On (B)(6) 2009, surgery to the right hip was pertormed for which no operative report is available. A progress note indicates the surgery included " 6: total hip revision; 7: use of antibiotic cement; 8: soft tissue transfer". Implant labels indicate four units of simplex p bone cement, a depuy acetabular component and constrained liner, four units of stimulan calcium bone void filler, gmrs 12/150 bowed press-fit stem, 70mm gmrs extension piece, (B)(6)and a 40/0 v-40 lfit head were all utilized. An office visit on (B)(6) 2010 has an x-ray noting "good alignment ... No signs of loosening. " on (B)(6) 2016, he bent over and sustained a dislocation of his right total hip arthroplasty, and on (B)(6) 2016 a closed reduction of the proximal femoral replacement total hip was performed. X-rays dated on (B)(6) 2016 are multiple views of the right hip demonstrating a posterior dislocation of the hip arthroplasty. X-rays dated on (B)(6) 2016, are multiple views of the right hip, which are reduced. No examination of explanted components and no clinical follow-up after on (B)(6) 2017 are available." Product history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the event was confirmed based on medical review. Review of the medical review indicated that " x-rays dated december 19, 2016 are multiple views of the right hip demonstrating a posterior dislocation of the hip arthroplasty. X-rays dated on (B)(6) 2016, are multiple views of the right hip, which are reduced. No examination of explanted components and no clinical follow-up after on (B)(6) 2017 are available. In this case of an obese male patient complicated by parkinson's disease and cardiac disease, a severe periprosthetic infection within the first six months post-operative resulted in a salvage surgery delayed by medical problems and requiring massive debridement, proximal femoral replacement, and a constrained acetabular component by another manufacturer. The subsequent multiple dislocations and mechanical failure of the depuy constrained liner resulted in several closed reductions and, ultimately, a revision to a larger acetabular component and constrained liner, also by depuy. The stryker proximal femoral replacement was retained and continues to be well-fixed and functional. The only stryker components requiring revision were the primary femoral and acetabular components, which were removed for periprosthetic infection. There is no evidence that factors associated with any stryker products' design, manufacturing or materials were responsible for these clinical situations." The subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall pfa 1757583 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. .

Event description:
As reported in a medical, on (B)(6) 2016 patient bent over and sustained a dislocation of his right hip total arthroplasty (stryker head, competitor liner), and on (B)(6) 2016 a closed reduction was performed. This pi is for the closed reduction performed on (B)(6) 2016.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported in a medical, on (B)(6) 2016 patient bent over and sustained a dislocation of his right hip total arthroplasty (stryker head, competitor liner), and on (B)(6) 2016 a closed reduction was performed. This pi is for the closed reduction performed on (B)(6) 2016.